Event description:
It was reported that the cage disengaged from inserter.

Manufacturer narrative:
Method: visual inspection; conclusion: the avs tl spacer 10 x 30 x 4 deg was confirmed to be a concomitant product.

Event description:
It was reported that the cage disengaged from inserter.